Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device's event. The patient is alleging kidney disease/toxicity, kidney damage and diabetic complications. At this time, no medical intervention has been reported. Additionally, the device returned to the third-party service center and no visible foam particles are observed. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.